Event description:
A malfunction alarm was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer will continue using the current pump as backup therapy.